Manufacturer narrative:
708: functional testing of the three returned sealed sets revealed that each of the 3 cair clamps on each set stopped flow completely without difficulty. The reported complaint condition could not be duplicated.

Event description:
One to three months ago an undocumented malfunction occurred. Staff was unable to stop flow on the blood set. Two elderly patients received blood transfusions in 1.5-2 hrs instead of the 3-4hr length intended. Cair clamp would not close completely. No pt harm. No medical intervention required. No add'l info expected.